Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self test and displacement test or verify e/a alarm due to blank display. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump gave alert and customer was not able to clear it. It was reported that there was no messages on insulin pump and had closed darkened circle. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.